Event description:
Doctor had a pt who had a reaction with the calaxo screw. The pt was a college student playing a team sport. Sales rep does not have any specifics and no additional info. Sales rep believes that the doctor does countersink the screws.

Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for eval.